Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. It was reported that patient had high impedances and reprogramming was unable to resolve the issue. The patient may undergo surgical intervention to address issue.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient had a lead placed on (B)(6) 2021. The original lead was not removed or re-positioned. Patient had therapy following the procedure.